Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the external cable of the calibrator was damaged. No other details regarding the nature of the event were provided. There were no reported consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.